Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat#5510f601; lot#s4rmp. Triathlon prim cem fxd bplt #7; cat#5520b700; lot#s4skl. X3 triathlon cs insert #7 13mm; cat#5520b700; lot#lel097. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had previous triathlon knee replacement some time in 2009. A patella procedure was done some time 2011. Patella pain brought patient to see a doctor. Revision done on left knee. Update 23 march 2018: a complaint history search has identified that this patient had a revision surgery in 2015 whereby the insert and patella were revised.